Event description:
This event was reported as severe mitral regurgitation with hemolysis. At explant, loose sutures around part of annulus from 5-10 o'clock position were seen and upon closer examination. The sutures had come through annulus, etiology not clear.